Event description:
It was reported by a customer that during patient use, the ventilator generated a block screen alarm. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and was unable to duplicate the reported malfunction. No parts were replaced. The device was operating as intended. (B)(4).